Event description:
It was reported that the customer had 3 motor error alarms and a no delivery alarm on the insulin pump. Customer will not have training until the (B)(6) for the 530g. Customer was assisted with clearing the alarm. Customer was advised to disconnect from the pump and discontinue use of the pump. Customer was advised to return the pump with the battery and zero out the basal rates. Customer will revert to new 530g. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.